Manufacturer narrative:
The customer received questionable high elecsys ca 19-9 immunoassay results for an additional 13 patient samples. The investigation is ongoing.

Manufacturer narrative:
The customer received questionable high elecsys ca 19-9 immunoassay results for an additional 2 patient samples. Patient 50: on (B)(6) 2019, the results were 33 u/ml, 17 u/ml, and 16 u/ml. This patient was an 80 year old, male. Patient 51: on (B)(6) 2019, the results were 153 u/ml, 39 u/ml, and 40 u/ml. This patient was a 76 year old, female. The investigation is ongoing.

Manufacturer narrative:
The field service representative performed reproducibility tests using pooled patient samples on both analyzers. The investigation is ongoing. This event occurred in (B)(6). (B)(4).

Event description:
The initial reporter received questionable high elecsys ca 19-9 immunoassay results for 23 patients from cobas e 801 modules serial number (B)(4). Data was only provided for 22 of the samples. Refer to the attachment to the medwatch for all patient data. The questionable results were reported outside of the laboratory.

Manufacturer narrative:
The investigation determined that there was reagent contamination, which occurred during the filling process of the elecsys ca 19-9 reagent cassettes lot number 416245 for the cobas e 801 module only. The issue is related to contamination of the reagent with magnetic particles. A replacement lot is not currently available. Roche has provided two workaround options to customers. The first workaround is customers may discontinue running the elecsys ca 19-9 assay on the e801 and instead run the ca 19-9 assay on the cobas e 411 analyzer, cobas e 601 and 602 modules, or the modular analytics e 170 module. The second workaround is customers can continue to run the ca 19-9 assay on the e801 and repeat all results =37 u/ml within 2 hours. Customers are also instructed to use only the first 200 determinations of the 300 test cobas e pack. Instructions for implementing these workarounds were communicated to customers by customer notification. Medwatch field h9. Has been updated.

Manufacturer narrative:
The customer received questionable high elecsys ca 19-9 immunoassay results for an additional 14 patient samples. Refer to the attachment to the medwatch for all data. (B)(6)